Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a company representative and it was reported that the patient was in the ICU (intensive care unit) with severe pneumonia. It was unknown when the issue first began. The patient was intubated to protect his airway and narcan was administered to avoid respiratory depression as they were concerned about respiratory depression. The pump dose was reduced by 50% and the patient was recovering from the pneumonia. The indication for pump use was failed back surgery syndrome other and non-malignant pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was unknown. On (B)(6) 2016 a nurse at the hospital wanted the pump turned down or shut off. The patient was in the ICU (intensive care unit) and they had no programmers. The patient was on a narcan drip and responded better when the pump was lowered. The reporter had no additional details regarding the event. The reporter was told that this had happened with the patient before, but had no additional details regarding that event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.